Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they were able to program around the contacts and the patient was doing fine. Additional information was received from a rep on 2018-10-22. The rep reported that they met with the patient was unable to increase stimulation, ¿unable to reach desired setting.¿ the rep did an impedance check and found on lead 1 (0-7) contacts 0, 3,6 were red and 40,000 contact 5 was yellow and 40,000. The rep used lead 2 to program the patient and achieved desired relief. The patient denied lifting or pushing anything heavy as he did work construction. The rep reported that the patient tripped a couple of weeks ago but didn¿t know exactly when it occurred. The patient denied all other complaints at this time. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported that patient lead zero through seven has high impedance on all contacts. Lead 0 to 7 was not being used. Patient was using lead eight through 15 and has been getting 50% or more relief. Patient denies any falls. Patient states he is unaware of how the lead got damaged. Patient came in today and was given a new group a and t just to see if he can get more than 50% relief. Patient states he is satisfied with current relief of group b. Patient denies all other complaints at this time. Patient does not want to have a lead revision at this time as he is still getting relief using lead eight through 15. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the controller said, ¿could not reach desired settings.¿ the rep interrogated the battery and determined getting out of regulation (oor). The rep reported that impedances showed 0 and 5 contacts were over 10,0 00 ohms. The rep was able to program around those contacts and still got desired stimulation. The issue was resolved. No further complications were reported.